Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the needle was connected to a generator but the temperature was unstable. The needle was reconnected, but the temperature was not shown on the screen. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Correction: evaluation summary: this report is based on information provided by post market vigilance investigation personnel. One device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. The customer reported that the needle was connected to a generator but the temperature was unstable. The water circulated normally through the device. The device did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. If information is provided in the future, a supplemental report will be issued.